Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient infusion of norepinephrine. Upon initiation of the norepinephrine infusion, the nurse observed drops in the drip-chamber; however, the initial rate was less than 10cc/hr. The nurse noted that the remaining bag volume did not match the volume infused by the set rate of the pump. No alarms were generated. It was reported the patient required increased pressor support with an increase in the rate of infusion with a minimal effect on the blood pressure. It was reported the pump infused less than 75mls during a four-hour period instead of the expected 237 mls. The pump was changed to a new pump which resulted in a decreased infusion requirement. The patient outcome was reported as the patient ¿responded well to the pressor infusion with stabilization of vital signs¿. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.